Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that intra-op after placing a surgical lead they were unable to insert the left lead into either of the header block openings. They were unable to get the first electrode intothe header block. The other leg of the lead went into both header blocks fine. Initially when asked the lead did not look damaged or different, however when the healthcare provider looked closer it was noted the lead/distal electrode appeared flatter than the other electrodes. The caller stated nothing occurred to the lead during the procedure to cause the issue. Lubricating the lead did not resolve the issue. The lead was replaced with a different lead. No symptoms were reported.